Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to failure to thrive, not related to left ventricular assist device (lvad) therapy. They entered into hospice and the device was turned off. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and was not returned for evaluation. It was communicated on (B)(6) 2024 that the patient came in with altered mental status and blood cultures grew positive. The patient and their family decided to enroll in hospice and disconnect their pump.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h6: health effect - clinical code has been corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists driveline infection, bleeding, stroke, and death as potential adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the altered mental status was stated to be due to bacteremia, which likely caused subdural hematoma (sdh). The patient had a head computed tomography (CT) scan that showed spontaneous sdh. It was additionally stated that the patient had a chronic driveline infection, and the site looked stable at the time of passing so it was hard to know if that was the source of the bacteremia. The patient was noted to be febrile, and the blood cultures were positive for gram-negative bacteria (gnb) proteus mirabilis. Onset of the patient's driveline infection is reported under MFR #: 2916596-2024-04254.